Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 18 mg/dl, 127 mg/dl, 116 mg/dl and 120 mg/dl. Customer discarded the strips. No death or serious injury reported. Requested return of suspect device and replacement was sent.